Event description:
Per the clinic, the patient experienced skin irritation at the coil/magnet site. On (B)(6) 2013, the patient was prescribed a two week course of keflex 500mg by mouth four times a day. As of report on (B)(6) 2014, the issues have reportedly resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.